Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Customer reverted to an alternative method of insulin therapy.